Event description:
Allegedly the patient was revised due to the following mom complications: elevated blood metal ion levels, persistent pain and decreased mobility (left).

Manufacturer narrative:
(B)(4)